Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and discovered the probe wash station was leaking at the "top-o-ring". The fse replaced the wash insert and o-rings. The fse verified repairs per established procedures with results meeting published performance specification. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) reporting that their access 2 immunoassay system was leaking after a preventive maintenance (pm) was completed. The customer verified to bci hotline that they followed their lab's procedure for spills and that no injury occurred in connection to this event.